Manufacturer narrative:
Device passed displacement test and selftest. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly. Device received with cracked case corner of the belt clip rails near the battery compartment.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. Customer¿s blood glucose value was 182 mg/dl. Customer stated that the arrow button was unresponsive. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was moving with no input. Customer stated that the alarm was not in progress at the time because the button was unresponsive. The device will return for the analysis.